Event description:
Since having mentor implants, I have developed autoimmune symptoms. Particularly sjogrens syndrome, gastritis, dry eyes, dry mouth, joint pain, and neutropenia/leukopenia. Which I had none prior to having implants. I've had several labs starting from (B)(6) 2022 all the way until just (B)(6) 2022. I have been to rheumatologist and gastroenterologist. FDA safety report ID# (B)(4).